Event description:
While reviewing the programming history in the manufacturer's programming history database, an interrupted systems diagnostics was observed. There was an interruption in the system diagnostics and the patient's settings were changed. The physician observed the change but did not completely correct the settings.

Manufacturer narrative:
Method: analysis of programming history.